Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to infection. It was noted there was mass on the right atrial (ra) lead. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.